Event description:
It was reported that during an implantable pulse generator (ipg) changeout procedure, it was noted that the right atrial (ra) lead had previously exhibited a high undefined impedance and the root cause was a disconnection issue. Possible fracture was also observed on the ra lead. Diagnostic test/troubleshooting was performed and the ipg was explanted and replaced while the ra lead was capped  and connected to the atrial port of the replaced ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.